Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the tower light was flickering and an individual battery error failure message appeared. The system was then stuck in initializing with x-ray disabled on the pendant. This system was installed yesterday on (B)(6) 2024. There was no patient involvement reported.

Manufacturer narrative:
H2: the following product ids: bi71000175, bi71000577, and bi71000230, are no longer involved in this complaint as they were returned to the manufacturer unused. H3, h6: the product ID: bi71000576, lot number: s2236ewa rev. C, was returned to the manufacturer for analysis. In summary, the starter upgrade kit was installed into a test imaging system and the system did not perform as intended. The system did not initialize and the generator did not ready. Previously reported codes, b01 and d02 are applicable as well as newly reported code, c02. H2: correction made to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000163, ubd: unknown, UDI: unknown, product ID: bi71000162, ubd: unknown, UDI: unknown, product ID: bi71000175, ubd: unknown, UDI: unknown, product ID: bi71000576, ubd: unknown, UDI: unknown, product ID: bi71000577, ubd: unknown, UDI: unknown, product ID: bi71000230, ubd: unknown, UDI: unknown. H3, h6: a manufacturer representative went to the site to test the imaging system. It was reported, that the system underwent a comprehensive evaluation, including hardware, software, instruments, mechanical inspection and imaging modalities. The imaging modalities initially failed, due to the system x-ray generator not being ready to enable/shoot x-rays. Generator errors e139 and e140 were present. Troubleshooting found a faulty dual speed starter printed circuit board (pcb). The starter pcb was replaced in accordance with o2 automated system management (asm) instructions. Restoring the system x-ray functionality and the system checked out to satisfaction. Codes b01, c0201 and d02 apply. A09 applies to tower light was flickering. A1102 applies to individual battery error failure message appeared / x-ray disabled. A0708 applies to individual battery error failure message appeared. A110201 applies to stuck in initializing. A090501 applies to stuck in initializing with x-ray disabled on the pendant. G02002 applies to kit svc o2, bi71000163 tray asy 4 battery and kit svc o2, bi71000162 tray asy 2 battery. G02027 applies to kit svc o2, bi71000175 enclosure charger. G02007 applies to kit svc o2, bi71000576 starter upgd kit and kit svc o2, bi71000577 pcba supply board. G02005 applies to kit svc o2, bi71000230 pcba generator bstr. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received, information regarding an imaging system being used outside of a procedure. It was reported, that the tower light was flickering and an individual battery error failure message appeared. The system was then stuck in initializing with x-ray disabled on the pendant. This system was installed yesterday, 2024-nov-11. There was no patient involvement reported.